Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly; therefore, the component was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 06/01/2024 was used as estimate, as it was indicated that the pump stopped working properly six months after the implant procedure. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The component was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified, and the pump passed leakage evaluation. Based on the information available and analysis results, the reported clinical observation of pump not working properly could not be confirmed.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly; therefore, the component was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 06/01/2024 was used as estimate, as it was indicated that the pump stopped working properly six months after the implant procedure.